Event description:
It was reported that: "continued bleeding from access site post manta device deployment. Angiogram revealed extravasation from the access site. 2 overlapping covered stents we placed across the access site and manual pressure was held for 30 minutes post procedure".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "continued bleeding from access site post manta device deployment. Angiogram revealed extravasation from the access site. 2 overlapping covered stents we placed across the access site and manual pressure was held for 30 minutes post procedure".

Manufacturer narrative:
(B)(4). The customer report of continued bleeding from the access site post-manta device deployment was confirmed through visual review of customer-provided photos. The first image, an angiogram obtained after device deployment, shows post-deployment bleeding at the access site. The second image, an angiogram after stent deployment, shows the radiopaque lock positioned away from the vessel wall. Additional information indicated that the manta device was deployed at the measured depth. No resistance was reported during advancement of the blue lock advancement tube; however, it is unknown whether the gray indicator band at the proximal tip of the delivery tube was visible following lock advancement. Clinical affairs reviewed the images and indicated that the event may be due to either incomplete collagen compaction or tract deployment. As the device was reportedly deployed at the measured depth, no anatomical changes affecting arteriotomy depth were noted, and visibility of the gray indicator band could not be confirmed, the event was determined to be most likely related to incomplete collagen compaction. The instructions for use (IFU) state: "with tension removed, a visible gray indicator band at the proximal tip of the delivery tube will confirm the radiopaque lock is fully advanced and collagen is compacted.". A review of the device history record revealed no relevant findings. Based on review of the customer report and images, unintended user error likely caused or contributed to the event.